Event description:
It was reported that post implant the patient's right ventricular (rv) lead had t-wave oversensing (twos). The caller was advised on reprogramming the settings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.